Manufacturer narrative:
Addition UDI field d4.

Event description:
Reportedly, this message "mémoires asynchrones indisponibles" appeared after opening patient file.

Manufacturer narrative:
Analysis of the data confirmed the event observed : - when reading the patient files of the device talentia vr 3240 implantation, the message "mémoires asynchrones indisponibles" is displayed. - this message is displayed because the programmer tried to read the sensor tracking curves, but this information is not yet available. - the cause of this behavior is due to a bug of the software smartview modules. - this case is retained and utilized for trend purposes. It should be noted that this message is not present during the device interrogation (only during the reading of the device implantation file). There is no issue on the talentia device.

Event description:
Reportedly, this message "mémoires asynchrones indisponibles" appeared after opening patient file.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, this message "mémoires asynchrones indisponibles" appeared after opening patient file.